Event description:
User experienced two samples for one patient for probnp which did not fit the clinical picture. Sample 1, result of 3610 ng/l. Sample 1 was not reported. Sample 2, tested 2008, result was 1733 ng/l. Sample 2 was not repeated. The patient was receiving digitoxin. No information was provided to determine if any adverse events were reported. If additional information is received, appropriate notification will be provided.